Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the gasket fell into the pt. There was no pt consequence. Add'l info received on 10/31/97. It was stated by the affiliate that the gasket was retrieved.